Event description:
The facility contacted baxter netherlands to report a "y" type blood/solution administration set that was observed to have a "problem with the drip chamber". There was no flow. The malfunction was reported to have occurred before use. There was no patient involvement, report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed that the clamp and the non-baxter 3 way stopcock were in a close position. The 3 way stopcock was turned in an open position, and opened the clamp. The set functioned normally and the flow was within acceptance criteria. Hence reported problem was not confirmed. Batch file review did not reveal any issues related to this complaint.